Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation"), pelvic pain ("pelvic pain often"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." The patient's concurrent conditions included hypertension, dyslipidemia, asthma, hypothyroidism and obesity. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy), surgery (hysterectomy with unilateral salpingo-oopherectomy robotic assisted total laparoscopic hysterectomy), surgery (hysteroscopy, with endometrial ablation-) and surgery (hysteroscopy, with endometrial ablation-). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: - ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary diagnosis/clinical information: ovarian torsion right. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. Events added: plaintiff had not undergone essure confirmation test, abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mentalanguish, pain. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('abnormal menstruation'), pelvic pain ('pelvic pain often'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." The patient's medical history included asthma, diabetes and gerd. On (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary. Diagnosis/clinical information: ovarian torsion right. On (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary. Diagnosis/clinical information: ovarian torsion right. Concurrent conditions included hypertension, dyslipidemia, asthma, hypothyroidism and obesity. Concomitant products included montelukast sodium (singulair) for asthma, celecoxib (celexa) for depression, metformin for dyslipidemia and diabetes, omeprazole for gerd, amlodipine for hypertension and levothyroxine sodium (synthroid) for hypothyroidism. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy lavh + lso, hysterectomy with unilateral salpingo-oopherectomy robotic assisted total laparoscopic hysterectomy and hysteroscopy, with endometrial ablation-). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menstrual disorder and post procedural complication outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved and the genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, post removal complications added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('abnormal menstruation'), pelvic pain ('pelvic pain often'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test.". The patient's medical history included asthma, diabetes and gerd. *on (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: - ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary diagnosis/clinical information: ovarian torsion right. On(B)(6) -2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: - ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary diagnosis/clinical information: ovarian torsion right. Concurrent conditions included hypertension, dyslipidemia, asthma, hypothyroidism and obesity. Concomitant products included montelukast sodium (singulair) for asthma, celecoxib (celexa) for depression, metformin for dyslipidemia and diabetes, omeprazole for gerd, amlodipine for hypertension and levothyroxine sodium (synthroid) for hypothyroidism. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - lavh + lso and hysteroscopy with endometrial ablation-). Essure (ess205) was removed on (B)(6) -2012. At the time of the report, the menstrual disorder and post procedural complication outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved and the genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menstrual disorder ('abnormal menstruation'), pelvic pain ('pelvic pain often'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia'). In a 30-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff had not undergone essure confirmation test". The patient's medical history included: asthma, diabetes and gerd. Diagnosis/clinical information: ovarian torsion right. On (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary. Diagnosis/clinical information: ovarian torsion right. Concurrent conditions included: hypertension, dyslipidemia, asthma, hypothyroidism and obesity. Concomitant products included: montelukast sodium (singulair) for asthma, celecoxib (celexa) for depression, metformin for dyslipidemia and diabetes, omeprazole for gerd, amlodipine for hypertension and levothyroxine sodium (synthroid) for hypothyroidism. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems, condition: mental anguish"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required). And depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - lavh + lso, hysterectomy with unilateral salpingo-oopherectomy robotic assisted total laparoscopic hysterectomy and hysteroscopy, with endometrial ablation-). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menstrual disorder and post procedural complication outcome was unknown. The pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. And the genital haemorrhage had resolved. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: reporter information added. Events: general abnormal bleeding, post removal complications added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation"), pelvic pain ("pelvic pain often"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone essure confirmation test." The patient's medical history included asthma, diabetes and gerd. *on (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary. Diagnosis/clinical information: ovarian torsion right. Concurrent conditions included hypertension, dyslipidemia, asthma, hypothyroidism and obesity. Concomitant products included montelukast sodium (singulair) for asthma, celecoxib (celexa) for depression, metformin for dyslipidemia and diabetes, omeprazole for gerd, amlodipine for hypertension and levothyroxine sodium (synthroid) for hypothyroidism. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - lavh + lso, hysterectomy with unilateral salpingo-oopherectomy robotic assisted total laparoscopic hysterectomy and hysteroscopy, with endometrial ablation-). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menstrual disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2015, surgical pathology report: diagnosis: portion of right ovary, right oophorectomy: ovary with extensive hemorrhage and edema compatible with torsion. Specimen source: portion of the right ovary diagnosis/clinical information: ovarian torsion right. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received: event outcome updated. Medical history, concomitant drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation") in a female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.